Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient developed a fever, redness, inflammation, swelling and a large, raised, hard to the touch area on the anterior thigh that extended from the knee to the groin area and the back of the thigh. The patient was evaluated by an healthcare personnel (hcp) who prescribed an oral antibiotic (ciprofloxacin). No additional patient or event information is available.